Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. There were high capture thresholds also noted. The impedance measurements were noted to be rising gradually. Technical services (ts) recommended potential programming changes. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, the conclusion code known inherent risk was selected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. There were high capture thresholds also noted. The impedance measurements were noted to be rising gradually. Technical services (ts) recommended potential programming changes. This ra lead remains in service. No adverse patient effects were reported.